Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument failed cut test. The instrument was placed on an in house system for latex cut test. The scissors did not cut cleanly through .006 latex. The blade edges were not damaged. Failure analysis investigation also found the following unreported damages: the distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Additional observation was that the distal end of the main tube exhibited hairline cracks in the axial direction. The instrument's banana plug was bent. The electrical continuity test was performed and passed. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional findings of the main tube material removal and the hairline cracks found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.